Manufacturer narrative:
Refurbishment activity of the pump identified that the delivery error is outside the service test limits for this device. The pump has been further evaluated as a complaint sample with additional accuracy testing. The pump's accuracy is +12.2%.the testing confirmed that the percent error exceeds the limits. A few pumps do experience shifts or degradation in accuracy outside of the service limits where there was no direct identifiable cause found. Contributing factors to the accuracy of the pump include wear, service disassembly and reassembly, and/or abuse. It is recomended that all pumps be tested annually as part of routine preventative maintenance and after any repairs, performance testing to ensure the pump is within specifications. The pump head will be repaired or replaced to bring the device back into accuracy specification before the device is released for further use.

Event description:
A pump was found to overinfuse during routine refurbishment by a baxter authorized service facility. No pt involvement.